Event description:
A tech reports the card reader doesn't read wave cards on the first attempt. Info provided indicates there was no pt involvement and no pt injury. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).